Event description:
The implant surgeon, reported that "during a medical procedure, the locked screw head dia. 3 passed through the plate." No impact for the patient and the surgery was completed successfully.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: it was identified during previous cases that the screw is concomitant for this reported failure (screw went through the plate). If any other information is provided indicating otherwise, the investigation will be reworked.

Event description:
The implant surgeon, reported that "during a medical procedure, the locked screw head dia. 3 passed through the plate." No impact for the patient and the surgery was completed successfully.